Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure (batch no. 629140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test." And medical device monitoring error "hysteroscopic placement of a essure implant, therma choice endometrial ablation". The patient's medical history included abdominal pain lower and endometrial ablation. Concurrent conditions included menorrhagia, ovarian cyst, urinary tract infection, acute dyspnea, vaginal bleeding, vitamin d deficiency, anemia and pelvic pain. Concomitant products included cefalexin monohydrate (keflex) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced nephrolithiasis ("other injury(ies) or complication(s) please describe: kidney stone"), ovarian cyst ("ovarian cyst") and abdominal pain ("pain abdomen"), 9 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)type:uti"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain ") and gallbladder disorder ("gallbladder disease"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, urinary tract infection, nephrolithiasis, ovarian cyst, abdominal pain, pelvic pain and gallbladder disorder outcome was unknown. The reporter considered abdominal pain, gallbladder disorder, medical device removal, nephrolithiasis, ovarian cyst, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion date- previously captured date is (B)(6) 2008 discrepancy noted in removal date- as per current mr, removal date is (B)(6) 2016. Right fallopian tube- two trailing coils noted; left fallopian tube- two trailing coils noted diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.739 kgs. Ultrasound pelvis - on (B)(6) 2010: no acute findings. Changes in keeping with the previous cesarean section. Likely intramural fibroid involving the uterine fundus.. Lot number: 629140 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure (batch no. 629140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test." And medical device monitoring error "hysteroscopic placement of a essure implant, therma choice endometrial ablation". The patient's medical history included abdominal pain lower and endometrial ablation. Concurrent conditions included menorrhagia, ovarian cyst, urinary tract infection, acute dyspnea, vaginal bleeding, vitamin d deficiency, anemia and pelvic pain. Concomitant products included cefalexin monohydrate (keflex) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced nephrolithiasis ("other injury(ies) or complication(s) please describe: kidney stone"), ovarian cyst ("ovarian cyst") and abdominal pain ("pain abdomen"), 9 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)type:uti"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain ") and gallbladder disorder ("gallbladder disease"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, urinary tract infection, nephrolithiasis, ovarian cyst, abdominal pain, pelvic pain and gallbladder disorder outcome was unknown. The reporter considered abdominal pain, gallbladder disorder, medical device removal, nephrolithiasis, ovarian cyst, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion date- previously captured date is (B)(6) 2008 discrepancy noted in removal date- as per current mr, removal date is 19feb2016. Right fallopian tube- two trailing coils noted; left fallopian tube- two trailing coils noted diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.739 kgs. Ultrasound pelvis - on (B)(6) 2010: no acute findings. Changes in keeping with the previous cesarean section. Likely intramural fibroid involving the uterine fundus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 and 4 processed together. Medical records received :lot number added. Reporters information updated. Insertion date updated. Concomitant conditions added. Lab data added. Concomitant product added. Event added- medical device monitoring error. On (B)(6) 2019: fu 3 and 4 processed together. Plaintiff fact sheet received : events added- urinary tract infection, nephrolithiasis, ovarian cyst, abdominal pain, pelvic pain, gallbladder disorder we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test." On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: new pfs received. Event injury was updated and new events: medical device removal and the plaintiff did not undergo essure confirmation test were added. New reporter and plaintiffs information added, removal details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.